Event description:
It was reported that on may 31, a vta (29:34) error was received in the selenia dimension and it was reported an uncommanded motion of the c-arm. A field engineer examined the devices, removed the ground from the vta control board, adjusted the 21.7 volts, and adjusted the collimation size. Tested functionality and the system is functioning properly and meets all manufacturer specifications. No injury was reported.